Event description:
The complaint is reported as: the doctor inflated the cuff of the isis endotracheal tube to check the cuff prior to intubation, but when he tried to deflate the cuff it would not deflate. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed for the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, a root cause could not be determined and the complaint could not be confirmed.